Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Product ID: 3389-40, lot# 0208672026, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0208395264, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was brain erosion at the lead / extension connection point and an infection. There was no known environmental, external, or patient factors that may have led or contributed to the issue. It was also stated that it was unknown if there were any diagnostics/ troubleshooting performed. The actions / interventions included a surgical removal of all of the components in the deep brain stimulation (dbs) system; the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.